Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "check for empty tubing¿ alarm. The reporter noted that had been the fourth call that evening for the same alarm. The pump had restarted and had run for approximately five minutes before alarming again. The patient had been instructed to clamp the tubing and turn off the pump and had also been instructed to contact the clinic first thing in the morning for further guidance. The medication had been 5-fu, and the patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was no reported patient injury.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.